Event description:
It was reported that, "tibial insert would not seat in tibial base, second insert seated easily-same lot number."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.